Event description:
It was reported that during an unspecified procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a severely calcified and mildly tortuous left renal artery. When the physician attempted to dilate using a f/g, sterling, mr, 5.0 x 20/135 (4f) balloon, it ruptured at approximately five atmospheres. The procedure was completed with a different device. The patient's status is good with no complications reported.

Manufacturer narrative:
The complaint device was not returned to bsc for analysis. The manufacturing records for this batch were reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications prior to shipment. The most probable root cause is considered operational context due to the performance of the device being limited by interaction with other devices, interaction with patient anatomy or other procedural factors.